Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 458 mg/dl. Customer mentioned there was ac rack on the device. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked case at display window corners, cracked lcd window, broken reservoir tube lip and cracked battery tube threads.